Event description:
Reporter stated that pt's blood glucose measured 460 mg/dl on the suspect device. Based on this result, reporter gave pt 1 unit of insulin aspart and 15 grams of carbohydrates. Five minutes later, pt's blood glucose was reportedly retested on the suspect device with a result of 182 mg/dl. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.